Event description:
Ems personnel were attending to a pt, condition unk. Allegedly while attempting to monitor the pt, the operator experienced an unspecified malfunction of the monitoring cable. The operator switched to the paddles mode monitoring and treatment continued. During the call, all three device batteries went dead after only minutes of device operation. A back up battery was obtained, installed and treatment continued to the pt. No adverse effects to the pt were reported as a result of the alleged malfunction.